Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported that, "after the catheter insertion was completed, an event occurred in which the patient was able to push the hepa blood, but was unable to obtain a reverse blood draw. Since it was not possible to obtain a reverse blood draw, the catheter was removed and reinserted from the opposite arm. When checked the hepa blood before insertion, it seemed that both injection and aspiration were possible, however, when tried to test it after removal, it still seemed to be able to inject but not aspirate. There was no reported patient injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the reuse of the groshong catheter is confirmed and was determined to be use related. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned sample. The entry description describes the reuse of the device into the opposite arm of the patient. The IFU states on page 3, ¿intended for single patient use. Do not reuse. Bard access systems, inc. Products are single use devices and should never be reimplanted. Reuse carries with it the attendant concern of cross-infection regardless of the cleaning or sterilization method.¿ the groshong catheter should not be reinserted into a patient after it has already been used. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "after the catheter insertion was completed, an event occurred in which the patient was able to push the hepa blood, but was unable to obtain a reverse blood draw. Since it was not possible to obtain a reverse blood draw, the catheter was removed and reinserted from the opposite arm. When checked the hepa blood before insertion, it seemed that both injection and aspiration were possible, however, when tried to test it after removal, it still seemed to be able to inject but not aspirate. There was no reported patient injury.".